Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). According to the evaluation by (B)(4), the following was found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. A stain was inside the lens. The light guide lens was chipped. The adhere of the light guide lens was worn out. The adhere of bending section rubber was worn out and separated. The discoloration of adhesive could be confirmed. The dents and scratches on the distal end were confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The adhesive of the distal end was separated and worn out. There was a gap in the adhesive of the distal end. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.